Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v272082, implanted: 2009-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code no longer applies to this event.

Event description:
Additional information from the patient via the manufacturers' representative reported the device was removed in 2010 because her body rejected it. It was noted that the device worked perfectly when she had it and she wanted to try it again. The patient made an appointment for (B)(6) 2015 to see if she can possibly get another implant.

Event description:
It was reported the patient¿s stimulator was removed a year after implant. It was removed due to a red ring around the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.